Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was over delivering. The customer experienced low blood glucose of 32 mg/dl. It was stated that the customer was disconnected from the insulin pump. It was stated that the reservoir was removed and looked ok. The customer believed that the insulin pump was over delivering based on the units of insulin present in the reservoir. The reservoir will not be returned for analysis.